Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. In trouble-shooting, the medtronic representative performed the registration and planning with biopsy needle. The biopsy needle was detected and navigation system found to be working normally. (B)(6) 2016 . A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement passive biopsy needle shipped to site (B)(6) 2016. Medtronic investigation of returned suspect device finds the passive biopsy needle to be in good condition with no apparent physical damage and were able to track without issue. No problem found.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the biopsy needle could not be detected by the navigation system camera. Every other device was being detected. Surgeon tried cleaning the spheres and opened a new needle with a different lot number. The camera would still not detect the needle. The biopsy procedure was selected on the navigation system. The surgeon proceeded to take a biopsy with the needle. The surgeon knew the distance to target and just set the stop on the needle to this measurement and proceeded to take a biopsy without navigation. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.